Event description:
It was reported that during an unspecified stenting treatment procedure, the stent failed to deploy and the catheter stretched. A biliary stent 7 fr/10 cm had been advanced to treat an unspecified target lesion. While attempting to deploy the stent, the stent was unable to be released from the stent delivery system and the inner catheter was stretched. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".